Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: n/a; upn: m365sc3138350; model: sc-3138-35; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that during the permanent implant procedure the physician was unable to unscrew the lead extension to remove the lead and had to cut the lead extension. The physician cut the lead extension lengthwise to release the lead, however the lead extension tip remained on the lead and it was not possible to connect the lead to the implantable pulse generator (ipg). Impedances were also noted on the lead since it was not completely inserted into the ipg. The physician then attempted connecting the lead to a new lead extension which was also unsuccessful. The lead was then explanted, the procedure was completed using a new lead.

Event description:
It was reported that during the permanent implant procedure the physician was unable to unscrew the lead extension to remove the lead and had to cut the lead extension. The physician cut the lead extension lengthwise to release the lead, however the lead extension tip remained on the lead and it was not possible to connect the lead to the implantable pulse generator (ipg). Impedances were also noted on the lead since it was not completely inserted into the ipg. The physician then attempted connecting the lead to a new lead extension which was also unsuccessful. The lead was then explanted, the procedure was completed using a new lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: n/a. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7078944. The returned devices were analyzed and visual inspection of lead sc-2408-56 serial number (B)(6) revealed that the proximal contact #7 was crushed by the lead extension setscrew. This indicates incomplete insertion into the lead extension connector. Because of this all contacts were misaligned with the spring contacts within the lead extension connector stack, and it resulted in the high impedance readings. Analysis of lead extension sc-3138-35 serial number (B)(6), imaging provided from the field confirmation that the lead extension and the lead were damaged during the revision procedure at the metal part of the extension that contains the screw and also noted that around the last contact location and the center that the lead was not straight. Visual inspection confirmed that the lead extension connector block was stuck to the lead's proximal array. The lead proximal contact #7 was crushed by the lead extension setscrew. This indicates incomplete insertion into the lead extension ccnnector. Only the lead extension connector block was returned. A labeling review was performed on the leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Investigation conclusion: based on all available information, engineers are able to confirm the root cause of the event. The leads were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to unintended use error caused or contributed to event.